Event description:
The customer reported that the tip of the electrode was burnt. As a result of this plastic fell into the pt cavity. The plastic was removed with forceps. There was no add'l deterioration in the state of health of the pt. The generator as set as blend, 35w.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.